Event description:
The dexcom g7 is dangerously inaccurate. My pump relies on my dexcom readings as it automatically gives insulin based on that reading. The dexcom g7 said my blood sugar was in the 300s when I was 65 resulting in my pump giving me a lot of insulin that I didn't need and required me to eat and drink hundreds of carbs over a three-hour period to get my blood sugar back up. This has to stop. My dexcom was on my left arm and has been inaccurate off and on for days (more than 100pts off sometimes).